Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit due to experiencing a "high" blood glucose (bg) level, vomiting, and diabetic ketoacidosis. The customer was treated with intravenous insulin. Reportedly, after treatment was received the customer was no longer vomiting and was ¿feeling better¿. Additional information was not provided. Tandem technical support performed multiple follow-up attempts to obtain additional information, however, customer did not respond.